Manufacturer narrative:
The investigation into the reported event is ongoing and the results will be reported in a follow-up report.

Event description:
According to the report, the implant broke during implantation.